Manufacturer narrative:
(B)(4).based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The nurse practitioner reported the wafer had an off-center starter hole. The wafer was not used. No additional information or photograph was provided.